Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018, with the following findings: during investigation, the pump was returned with a battery compartment crack. There was moisture corrosion and rust visible in the battery compartment terminal. Due to the moisture in the pump, it was unable to power on. The pump was completely unresponsive.

Event description:
On (B)(4) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.